Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received many no delivery alarms. The insulin pump also alarmed motor error. The customer tried different infusion sets and rotated the sites. The customer stopped using the insulin pump. After a 5.0 unit fixed prime the insulin pump alarmed no delivery again and at the end of the tubing there was no insulin. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no excessive no delivery alarm during test noted. The motor passed motor test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.